Event description:
It was reported that a multifiltrate pro machine alarmed with a pre pressure error code and did not allow the patient¿s blood to be returned in the usual way during a patient¿s continuous renal replacement therapy (crrt) treatment. The patient¿s blood was not returned, and as a result they experienced approximately 200 ml of blood loss. The machine was reset up with a new set. The sample was reported to not be available for evaluation. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information provided in b5 and d10.

Event description:
Additional information received confirmed the patient did not experience any adverse events or serious injuries as a result of the reported malfunction. The patient did not require medical intervention. It is unknow if the patient¿s treatment was restarted or if the patient was able to continue treatment. The sample is not available however, machine data record is available for review. No further details provided.

Manufacturer narrative:
Investigation: the review of the complaint revealed that the reported failure type represents an unknown event. The evaluation of the machine files is complete. The pressure evaluation of the treatment indicates blood clotting. The root cause for clotting can not be detected by the data. A review of the device history record was not completed due the event can be clearly attributed to the failure mode not confirmed. The repair history showed no repair activities. Based on all performed investigation/evaluation the described event could be reproduced by the machine data recording. There are no indications on the basis of received complaint information and all investigations that the product deficiency is related to falsification or an unauthorized configuration. The event is not confirmed as the product functioned as intended.

Event description:
Additional information received confirmed the patient did not experience any adverse events or serious injuries as a result of the reported malfunction. The patient did not require medical intervention. It is unknown if the patient¿s treatment was restarted or if the patient was able to continue treatment. The sample is not available however, machine data record is available for review. No further details provided.